Event description:
The facility representative reported a flo-gard infusion pump that presented an f-49 alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury reported with this incident. It was not reported whether or not a patient was involved. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event. The cause was determined to be a faulty battery. To correct the condition, the battery was replaced. If any additional information is received, a follow up MDR will be sent. This event was discovered during product evaluation by a baxter service technician. This event was not reported by the customer and there was no patient involvement, injury, or medical intervention in association with this event. Information received from baxter technical services on (B)(4). 2012: the manufacturing site for the device is the sharp corporation in (B)(4).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.